Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. The received medical records were reviewed by a depuy medical professional. From a medical perspective, based on the information available, the complaint is unlikely to be product related. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Clinical der received. Patient was experiencing crepitus. Update recvd 6/29/2015- clinical report states synovectomy, daily pain and patellofemoral crepitus. Patella and femoral components are now reportable due to surgical intervention. The complaint was update on 6/30/2015.